Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The programmer froze during attempted download at a follow-up appointment. Follow-up appointments have been scheduled to attempt download again, but the patient has not kept any of the appointments. The programmer has functioned normally since the incident.